Event description:
The user experienced difficulty when inserting the spring wire guide and when passing the catheter over it. During attempted removal of the spring wire guide it unravelled. A small surgical cutdown was necessary to remove the catheter and spring wire guide. The physician believes that the spring wire guide unravelled after meeting a point of obstruction at the pt's clavicle. There were no pt complications.